Event description:
PICC cath was inserted on 5/2/95 and tip location was verified by x-ray. On 7/11/95 the catheter was removed and it appears as though approx 10 cm of the 60 cm catheter may have remained inside the pt. However, pt continues to be asymptomatic for signs/symptoms of catheter emboli and cath has not been visualized on pa/lat of chest and right arm; fluoro and cat scan of chest and right arm. The MFR believes that the above tests would have revealed a piece of catheter if it was in fact inside the pt.